Event description:
Patient had undergone previous single-chamber guidant ICD implant over two years ago for primary prevention of sudden cardiac death. Patient more recently was evaluated after receiving multiple shocks for ventricular fibrillation. These appeared to be triggered by long-short sequences.